Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the lcsc5 was assembled for the case. The surgeon attempted to use it and experienced repeated lockout of the blade. This occurred repeatedly. The rep instructed the scrub rn on troubleshooting procedures, but as soon as the lcsc5 was applied to tissue, lockout occurred. The surgeon elected to remove the instrument from the field and completed the case using bipolar and scissors. There was no consequence to the pt.